Event description:
Spontaneous call from pt's mother. Pt's mother reports that cadd ms3 pump sn (B)(4) isn't going to the "main screen," thus not being able to let the pump run. She reports that she may have pressed a button and the pump keeps asking for the security code. Informed pt's mother that she may have accidentally reset the pump. Informed her that pharmacy will courier a pump. Confirmed pump rate as 0.034 ml/hr. Backup pump used. No other info available. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver. Dose or amount: 76nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.